Event description:
A patient requested that her vns be programmed off after believing that her vns was causing her to have suicidal thoughts; however, her physician was unsure whether her increase in suicidal ideations were related to vns. No additional relevant information has been received to date.

Manufacturer narrative:
Type of device, code, corrected data: initial report inadvertently listed incorrect device code

Event description:
At the instruction of the patient's psychiatrist, the patient's device was programmed off by a company representative due to her suicidal ideations. Follow-up with the patient's psychiatrist indicated that the patient's suicidal ideations were chronic in nature and caused by her unremitting major depression. No additional relevant information has been received to date.